Manufacturer narrative:
One 23ga vit cutter was returned along with a bl5523wv pack label. The tip protector was not returned. The visual examination found the needle bent, the port window in the opened position and visible debris inside the port window. Dried solution was visible in the tubing. The cutter connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates. The reported problem could not be duplicated. The manufacturing and sterilization lot records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(4) indicating that the cutter was not cutting or aspirating properly during the procedure. There was no report of injury or consequences to the patient.